Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
During a service call screening by the prmc team at siemens, it was found that the system intermittently locked up and the studies were reportedly corrupted. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.

Manufacturer narrative:
Investigation: the complaint was investigated for a sequoia c512 with the intermittent lockup and corrupted studies. A root cause could not be determined. Tests, checks, inspections and/or repairs were all performed in accordance with the specific service task. The investigation was completed, and the system was functioning properly with no problems found. Complaint reference #: (B)(4).